Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1959 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was found broken on the patient's bed, I perform the evaluation at the moment and visualize a butterfly of the PICC on the bed with a bandage well adhered to the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an external break in the catheter was confirmed but the cause is unknown. A single photograph of the implicated 2fr s/l perqcath catheter was returned for evaluation of this complaint. The break/split edges on the catheter shaft were not visible in the photograph. However, the luer adaptor and molded suture wings were present in the lower left-hand corner of the photograph. The catheter shaft had detached from the molded suture wings. It could not be determined from the photograph if the catheter shaft dislodged from the molded wings or if the catheter shaft broke. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include sharp instrument damage, material fatigue, and tensile (pulling) damage.

Event description:
It was reported "PICC was found broken on the patient's bed, I perform the evaluation at the moment and visualize a butterfly of the PICC on the bed with a bandage well adhered to the patient."